Manufacturer narrative:
H10: additional manufacturer narrative: through additional follow-ups, the healthcare provider indicated the device did not prematurely fail. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. The root cause of this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. H11: corrected information; g1: updated reporting contact last name; conclusion codes: updated.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Based on the available information, the root cause of the event is indeterminable, however, patient factors and progression of patient's underlying valvular disease pathology may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 29mm valve in the tricuspid position for 25 years 5 months, underwent a valve in valve procedure due to severe tricuspid stenosis. The patient presented symptomatic with congestive heart failure. A 26mm replacement valve was implanted in the patient. The post procedure angiogram showed no paravalvular leak. The patient was transferred to the pacu in stable condition.